Event description:
The pt experienced increased pain in his legs and back. The pump was last filled in jan; the expected volume was 4 cc, the actual volume was 17cc. They planned to explore the catheter and replace as necessary; it was also thought that the pump battery was depleted. The physician gave the pt oral medication. The pt outcome was reported as "no injury". The device system was used to deliver morphine sulfate, bupivacaine, and ketamine.

Manufacturer narrative:
(B) (4)